Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 b163300 321-20-00 - equinoxe reverse shoulder drill kit. B168409 320-10-00 - equinoxe reverse tray adapter plate tray +0. B186770 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. B226347 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. B263335 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. B269504 320-15-05 - eq rev locking screw. B306741 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. B307145 320-15-01 - eq rev glenoid plate. B309432 320-38-00. H3: the reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure.

Event description:
It was reported that this patient's shoulder prothesis became infected 2 months post initial operation. Patient was re-opened and a thorough wash out was completed before closing, owing to no obvious signs of hardware infection. The patient was last known to be in stable condition following the event.